Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two (02) photographs of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the clearlink and the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set, 3 luer ¿came apart at one of the y connectors¿. This occurred when the nurse was hanging the tubing at the patient bedside. The set had been primed with normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.